Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power source. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to determine if the issue was resolved after leaving the pump plugged into the power source; however, no additional information could be obtained.